Event description:
The event is reported as: when the dr performed the operation, the applier loaded one clip into the abdomen and it failed to close. The dr took out the clip and found the clip broken. No pt injury reported.

Manufacturer narrative:
Device evaluated by MFR. The device sample was sent to the mfg facility for eval. The results of the eval of the device sample, and results of the investigation are not available at the time of this report.